Manufacturer narrative:
Corrected data: d4: serial number should be corrected to (B)(6). Expiration date: should be corrected to 31-mar-2022. UDI: should be omitted for correction. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -5.5/3.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021.low vault with rotation and refractive surprise were observed. The lens was repositioned but did not resolve the problem. On (B)(6) 2023 the lens was replaced with a longer length lens. The problem was not resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -5.5/3.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Low vault with rotation and refractive surprise were observed.

Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 11-jul-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI)# (B)(4) should be added to the initial MDR. H1 - corrected to: serious injury in the initial MDR. H6: work order search found no similar complaints. Claim #(B)(4).